Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient saying it was not holding a charge, that they gave up when their wife died, and 4 months later it still wouldn't do anything. Patient also mentioned they called up manufacturer and secured a new battery and that it took many tries to get working and now its working great. Patient mentioned their weight as 240lbs.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated that the recharger wouldn't recharge the implanted neurostimulator or communicate with the controller. Patient said that the device lost its programs and a whole bunch of stuff. Patient said that they would plug the device in and they would get some kind of error. Patient stated that they had reset the controller, however the issue was not resolved. Agent clarified with the patient and patient confirmed that the controller was not charging from the ac power supply. Agent had the patient remove the battery pack from the controller and connect the controller to the ac power supply; patient confirmed that the controller powered on. Agent then had the patient reinsert the battery pack into the controller while the controller was still connected to the ac power supply; patient confirmed seeing the controller light flashing green. A patient saw clinical only screen. Agent had the patient hit cancel and patient then saw the set up/pairing screens. Agent was guiding the patient through the pairing process, however the controller became blank/unresponsive when the ac power supply was disconnected from the controller. Agent had the patient connect the ac power supply back up to the controller. The controller powered on, however the controller green light did not come on at all. The battery pack was no longer taking a charge or holding a charge. The issue was not resolved. A request was sent to the repair department to replace the battery pack. When asked for the event date, patient said that their wife died a few months ago and they hadn't been using the device, however when they went to use the device again, but the device was not working.